Event description:
The device was returned with no product allegation. Analysis of the returned device identified a product malfunction.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and leak and functionally tested. Functional testing revealed that the pump did not pass the deflation test. Based on the information available and analysis results, the functional anomalies identified in the pump could have caused or contributed to a non-conformance in the functionality of the device.